Manufacturer narrative:
No alarm noted. The insulin pump passed self-test, displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 4.2 mmol/l. Troubleshooting was initiated for the motor error alarm, and the customer stated that the alarm occurred during priming. She confirmed that she dropped the pump a few months ago. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.